Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2022 the patient went to bed without any symptoms that she was low. The patient utilized a tandem t:slim insulin pump and no dexcom app. She utilized the t-connect app on her iphone. On (B)(6) 2022 around 3:00 am, her boyfriend tried to wake her up but she was not responding and was unconscious. He could not find her heartbeat and called 911. After arrival, paramedics checked the patients bg fs and it was 12mg/dl, the cgm value was unknown. She regained consciousness after treatment by paramedics which included IV fluids, however the patient did not remember details of what medications she received or the error message on the tandem pump. Others present did not know how to use her pump to check settings. She was given peanut butter and bread to eat to increase her bg level, and when values were stable paramedics left the house. After the event she felt fine. No other patient or event details were available. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.